Event description:
Contact reports that two screws were damaged during tightening. The screws were removed and replaced with others to complete the case. Situation resulted in a delay to the case in excess of 30-min. As a result an MDR is being filed to documented this event.

Manufacturer narrative:
No conclusions can be made at this time. These types of events are typically caused by over-tightening the screw during insertion, or by tightening the nut onto the screw at an oblique angle.